Manufacturer narrative:
---

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high, out of range shock impedance measurements that was detected via the patient's remote home monitoring system. No other lead measurements were reported. The device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that they will continue to monitor the patient. No further actions taken as of now.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.